Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the emergency room due to unrelated symptoms. During an upper gastrointestinal endoscopy on (B)(6) 2020, the patient had an arrhythmia event with suspected shock from the implantable cardioverter defibrillator (ICD) leading to early termination of the procedure. There was concern that the patient's blood pressure dropped due to the arrhythmia, but there was no change in flow from the patient's left ventricular assist device. Upon interrogation of the ICD, there was no evidence of an ICD discharge and the physician determined that the patient exhibited supraventricular tachycardia with aberrancy, not true ventricular tachycardia. Adjustments to the patient's medication were made. The patient was discharged and in stable condition.